Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the medication was not profiled. The technical support specialist confirmed that the user was able to dispense medication using the add item feature to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medflex system medication not profiled. The customer added that the user was given permission to pull a medication but going under the patient profile there were no medications listed. However, there were no adverse events or injuries reported based on this event.